Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have front speaker distortion. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the speaker makes a "funny noise." No consequences or impact to patient were reported.